Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's blood pressure and pulse seemed to be low with skipped beats. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.